Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received unspecified alarms with the pump. There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
B1, b2 ,b3,b5, h6 related report number: mw5159519.

Event description:
Customer reported: I switched to the tandem mobi insulin pump in (B)(6) 2024 from the tandem t:slim x2 in which I had been using the mobile app to dose. The mobi has different alarm settings with loud vibration as the quietest alarm setting. As I transition back to school from summer, it is normal for me to take time to figure out pump adjustments for less exercise and new schedule. During my first advanced statistics class last week, my pump kept loud vibrating and the entire class and professor kept looking at me. It was after lunch so I tried to just give a small dose of insulin for 15g cho (~1.5u). The class was over and I started driving home and had a severe hypoglycemic episode <40mg/dl. I made it home and was confused but ate many snacks (jellybeans and skittles). I could not get my blood sugar up and then saw that I gave 15u instead of 15g cho. I notified tandem to request replacement of the mobi system with a new x2 as was promised within 90 days of starting, and I have had many other issues with it (i.e., new air bubbles in cartridge, connection issues, etc.). I have followed up via phone, text, the tandem rep, and survey. I still have not heard from the "retention team" 10 days later.